Manufacturer narrative:
Integra has completed their internal investigation on 10/07/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the device history records of the osv ii valve ref 909712p, lot 185772 were reviewed and did not reveal any anomaly. The batch was manufactured in january 2015 and included (B)(4) products. No other overdrainage complaint was received for a valve from this batch. A review of integra complaints tracking database since january 2013 for osv ii valves reveals one other case of overdrainage. Around (B)(4) osv ii valves have ben sold during the period, leading to a complaint rate of (B)(4). Conclusion: the complaint is verified. Shunt system obstructions are known to be correlated to overdrainage: the ventricular catheter may be blocked with tissue/residue that migrate from the catheter to the valve mechanism, leading to obstruct the shunt. The exact cause of the overdrainage could not be determined by the device investigation. Overdrainage is a known, patient-related complication of valve therapy, as stated in the product instructions for use, but is rarely reported with osv ii valves (B)(4). Neither further investigation nor corrective action is deemed required.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
In early (B)(6) 2015, a (B)(6) male patient with obstructive hydrocephalus due to a pineal tumor had an osvii shunt inserted on the right side. A endoscopic biopsy was taken at the same time. Post-operatively, the patient was slightly hazy as expected due to the anesthesia. In the intensive care unit (ICU), the patient became confused and irritable. First day after surgery, the patient was completely unresponsive. The patient was sent for CT scan which revealed collapsed ventricles. Each day, the patient slowly improved (response to pain, and then eye movement). The patient only started talking on day 6. The device was removed in early (B)(6) 2015. It was not replaced by another shunt. The patient slowly recovered and was discharged. He has returned to the hospital with symptoms of over drainage (headaches, dizziness). Additional information/clarification was received on 08sep2015 with the following: it was implanted in (B)(6) and was then explanted approximately in (B)(6). There was an issue shortly after the shunt was implanted but the patient improved. A few months later, the patient came back with symptoms of over drainage and then shunt was then removed at a later stage.